Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, an ilet user reported they attempted their first solo supply change and may have had their infusion set connected when inserting a new cartridge. The ilet pushed all the insulin into them immediately, leading to a bg drop to 35 mg/dl within 20 minutes. The patient's wife called ems due to the patient being very out of it but not unconscious. The patient was hospitalized from (B)(6)2025 and treated with intravenous (IV) glucagon.